Event description:
During a mock code, it was found that if the paper backing from the defibrillator pads were removed incorrectly (i.e. From the opposite end, instead of the "peel here only") the conduction gel can be removed with the paper. Without the conduction gel, the patch may be unable to assess cardiac rhythm or deliver a shock.